Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. Although there is no indication that a malfunction of the srm device occurred, the cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of embolic events.

Event description:
It was reported that prior to the start of a tcar procedure, anesthesia was attempting to adjust the endotracheal tube (et tube) (apparently when the cuff was inflated the tube came back). Failure to adjust resulted in removal and attempted re-intubation. Re-intubation was unsuccessful, and the patient was 'bagged'. Re-attempt was made unsuccessfully and a glidescope was sent for using the glidescope, and the patient was successfully intubated. During this time the patient had sustained systolic blood pressure (bp) of 250-290 and was tachycardic in the 150 bpm range for approximately 10 mins. After the patient was stabilized, an uneventful tcar was then performed; pre-dilation was performed with a 5 x 20 balloon followed by the deployment of a 9 x 40 enroute stent. After 3 mins of reverse flow, an angiogram was performed in the working lao projection with the stent looking adequate, an orthogonal rao angiogram was performed that demonstrated a moderate residual stenosis at the level of the eccentric calcification. A decision was made to post dilate and followed by 3 minutes of reverse flow. An angiogram was performed that demonstrated adequate stent expansion. After awakening from general anesthesia the patient was found to be aphasic with right hemiparesis. Patient was sent for a head CT and cta which were said to be unremarkable, mra/MRI demonstrated an embolic stroke.